Manufacturer narrative:
(B)(4). Maude report, mw(B)(4), was received.

Event description:
It was reported that the patient felt dizzy and experienced an episode of syncope. Patient was brought to hospital by ambulance and an inappropriate shock was observed. No further information was available.